Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. On 2023-12-11, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.